Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow-up report will be submitted once additional information is obtained. The device manufacturer date for the reported product is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings with their adc freestyle libre sensor. Customer reported receiving readings of 3 mmol/l, 8 mmol/l, 20 mmol/l, 6 mmol/l, 18 mmol/l, 6 mmol/l, and 17 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot or serial number was not provided for reader. A tripped trend review was conducted for the reported complaint and the libre reader, no trends were identified that would indicate any product related issues. Sensor kit expiration date was determined to be 31-may-19. Aware date of this issue was 08-sep-21, which confirms the usage beyond the useful life of the device. Additional investigation activities are not required at this time as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings with their adc freestyle libre sensor. Customer reported receiving readings of 3 mmol/l, 8 mmol/l, 20 mmol/l, 6 mmol/l, 18 mmol/l, 6 mmol/l, and 17 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.